Manufacturer narrative:
Device evaluation information can be found in sections h6 and h10. 4307 - intuitive surgical, inc. (Isi) received the set up joint; sujx (pn: 371177-04 // sn: (B)(6)involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed but was not replicated. Error 30 codes are related to a communication problem between the remote arm controller (rac) boards and the embedded error 30 codes were recorded in the logs. Based on the additional information obtained from failure analysis (fa) investigations, this complaint remains a reportable malfunction event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse was not able to reproduce the reported problem but did replace the surgeon side console (ssc) touchpad to correct the reported problem. The system was tested and verified as ready for use. Dismantled: 187505-03; touch screen computer; sn: (B)(4). Isi received the touchscreen computer (pn: 187505-03 // sn: (B)(4)) involved with this complaint and completed the evaluation. Failure analysis (fa) concluded that the reported failure of arm 1 freezing up was confirmed/reproduced. Visual inspection was performed and revealed that the copper tape was worn. The unit was installed into pca system and powered up. It was confirmed that the touchpad was intermittently freezing. System/instrument log review was conducted during the support call; there were no recorded errors. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. The surgeon opted to convert this procedure to laparoscopy. Although there was no report of patient injury as a result of this event, if the malfunction were to recur in the future, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, arm 1 and arm 2 were freezing up. The customer contacted a technical support engineer (tse) to report that a monopolar curved scissors instrument in arm1 kept freezing up; once the surgeon took control of the instrument, it becomes non-responsive. The surgeon stated that the same issue was happening in arm 2 with a fenestrated bipolar instrument. The customer had cycled system power prior to calling for support. The tse viewed logs and the logs showed no errors. The tse asked if the surgeon was getting the follow on matching grip (fomg) icon, and the surgeon stated that she had not. The surgeon attempted to un-stow arm 3 to use it in place of arm1, but the surgeon was not able to get arm 3 into place. The surgeon stated that the arms were non-responsive after re-docking arm 1 and arm 2 from the side approach. The surgeon opted to convert the procedure to laparoscopy and there was no reported injury.